Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (stated as ¿approximately 5¿) of clearlink system continu-flo solution sets were leaking while patients in the pain care center were receiving infusions. This was further described as ¿where the stopcock is connected was not completely tightened and is what resulted in the leaking¿. There was no patient injury or medical intervention associated with this event. No additional information is available.